Manufacturer narrative:
The device was not returned for evaluation, no pictures were provided, and the lot of the device was not provided. In addtion, we were unable to obtain more details about the event. We could not confirm the compaint. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
We are attempting to obtain the device for evaluation, but have been unsuccessful so far. The investigation is ongoing. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the issue was that it wasn't strong enough to pull the suture through the tissue sometimes. In one case, the loop broke off in the patient where it couldn't be retrieved."